Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reports to have high blood glucose of 400 mg/dl, which was treated with insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting it was found that drive support cap was flushed and reservoir had air bubbles. After troubleshooting, it was determined that insulin pump was functioning as designed. Customer was advised to monitor insulin pump and call back should issue persist. No further information provided.